Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-10-21. H6: investigation summary: customer returned (133) 1/2cc, 12.7mm, 29g (7 in an open poly bag, 126 in sealed poly bags) from lot # 0294217. Customer states that the needles are missing. Thirty out of 133 returned syringes were examined (7 from the open poly bag, 23 from the sealed poly bags) and one sample from the open poly bag exhibited a missing cannula. A review of the device history record was completed for batch# 0294217. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification noted that did not pertain to the complaint. Bd was able to confirm the customer¿s indicated failure needle missing. Root cause for this defect cannot be determined.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle cannula broke off. The following information was provided by the initial reporter: the distributor reported a carton containing some broken needles.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 1 bd insulin syringes with the bd ultra fine¿needle cannula broke off. The following information was provided by the initial reporter : the distributor reported a carton containing some broken needles.